Event description:
It was reported that the patient's right ventricular (rv) lead was extracted and replaced due to infection, (B)(6), and endocarditis. The patient is enrolled in the incidence of arrhythmias in (B)(6) population with a medtronic implantable cardiac defibrillator implant (umbrella) registry. No further patient complications have been reported as a result of this event.